Event description:
It was reported that the device would not hold pressure during the course of an orthopedic procedure. While a back-up device was being retrieved, there was bleed-through into the surgical site that occurred. There was no pt/user injury, no delay and no medical intervention required.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is completed.